Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2012 due to infection. All components were removed and replaced with cement spacer molds.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2012-01457).